Event description:
It was reported that a malfunction alarm occurred in a pump used by a customer in france. There was no reported impact on the customer's blood glucose level. A replacement pump provided to the customer. There was no additional information regarding the customer's age, gender, or healthcare facility.